Manufacturer narrative:
The returned device consisted of a watchman access system. The device was bloody. Analysis of the tip and sheath were microscopically and visually inspected. Inspection revealed kinks in the sheath located 15cm and 34cm from the tip of the device. The reported sheath damage was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The closure device was deployed, but needed to be partially recaptured. The tip of the was was kinked when the closure device was partially recaptured. The procedure was completed with a different was and no patient complications were noted.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The closure device was deployed, but needed to be partially recaptured. The tip of the was was kinked when the closure device was partially recaptured. The procedure was completed with a different was and no patient complications were noted.